Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser shuts down from time to time. Switching the laser off with the key and turning it on again resolves the issue. Event details and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The laser core module and a cable were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 26, 2009. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser core module and a cable. However, how or when the parts became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.6 and h.10. Corrected information in e.1. The system was examined and the reported event was replicated. The laser core module and a cable were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 26, 2009. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser core module and a cable. However, how or when the parts became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).